Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009. It was reported that following insertion the patient experienced recurrence, pain, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2009, due to pelvic pain, dyspareunia and mesh exposure; the patient underwent an additional mesh implantation concurrently with the excision of this mesh. It was reported that patient underwent adhesiolysis of vaginal mesh on (B)(6) 2011 due to dyspareunia, painful urination and pelvic pain. It was reported that the patient also underwent two additional surgeries requiring hospitalization due to hematomas, infection, vaginal discharge, inflammation and pressure. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01974. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent I&d of a pelvic abscess & pelvic hematoma on (B)(6) 2009 & (B)(6) 2009 by (B)(6) medical center due to pelvic abscess/hematoma. (Per operative report).